Event description:
As reported on the medwatch form: "pt brought to or for c-section was positioned for spinal anesthesia. Pt remained still and in position - sitting on edge of or table - during placement of spinal with minimal manipulation of needle when doctor removed spinal needle to reattempt insertion of 3cm portion of needle missing. Pt will be coming in to remove needle." Medwatch # mw5006644. Add'l info provided by the facility indicated the fragmented piece of needle was surgically removed without incident. The pt suffered no add'l adverse sequela associated with the reported incident. The sample was discarded and is not available for eval and the lot number remains unk.

Manufacturer narrative:
The actual device in the incident was discarded and was not made available for eval, and a lot number was not reported. Without the actual sample and a lot number, a complete eval could not be performed. Incidents of this nature are generally due to the cannula encountering some type of trauma which stresses the part beyond its intended design capabilities. Without the actual sample to evaluate no specific conclusions can be drawn. All available info has been forwarded to the MFR b. Braun.